Event description:
It was reported that the user¿s ilet pump did not display glucose readings because the freestyle libre 3 plus sensor was paired to the freestyle app, consistent with a one-device pairing limitation, and the user subsequently deleted the app, applied a new sensor, scanned it, and observed the warm-up on the pump; the user was advised to use the ilet mobile app moving forward. No adverse clinical symptoms reported. Outcomes included no impact to blood glucose control and no hospitalization. User support included technical troubleshooting and user education. Investigation of this case revealed that the sensor data were routed to another device due to expected one-to-one pairing behavior, with the pump and sensor functioning as designed once the new sensor was paired to the pump. It was concluded, based on previously established findings for similar reports, that the cause was use error due to sensor pairing with another device.